Event description:
It was reported to philips that the efficia dfm100 defibrillator paddles are not functioning. There was no reported patient involvement. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by philips complaint handling team. Philips received a complaint regarding the efficia dfm100 defibrillator indicating that the paddles are not functioning. The rse evaluated the device remotely and determined that this was a hardware failure of the paddles. The rse advised the customer to replace the defective paddles to resolve the issue. The device remains at the customer site. No further evaluation is warranted at this time. Based on the information available, the reported issue was caused by a malfunction of the paddles. The root cause of which could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was advised to replace the paddles to resolve the issue. The absence of further calls supports that the reported problem has not recurred and was resolved. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.